Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The accessory kit was visually inspected and revealed that it had foreign matter (hair) found in sterile package prior to decontamination. Based on the information available and analysis results, the reported device allegation was confirmed.

Event description:
It was reported that this artificial urinary sphincter (aus) accessory kit was opened to prepare for an aus procedure. Upon opening, the nurses discovered a hair inside the sterile package. The procedure was completed with an alternate device. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) accessory kit was opened to prepare for an aus procedure. Upon opening, the nurses discovered a hair inside the sterile package. The procedure was completed with an alternate device. No patient complications were reported.